Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they experienced a redness, blistering and weepiness beneath the tape collar from initial contact. The configuration of the redness was the same as that of the tape collar. The end user did inform her physician. Nothing was prescribed. Applications of an ostomy powder and barrier wipes did not improve the condition but cutting the tape collar off and applying paper tape did. The end users subsequent outcome was not reported.